Manufacturer narrative:
(B)(4)

Event description:
Procedure: laparoscopic sigmoidectomy. Customer states that upon the first fire with idrive, clamping the tissue, the surgeon attempted to fire the device; however, the device did not fire at all. Replaced by new sulu, the issue was duplicated. Single-use handle was opened to continue. Gender: not available. Age and weight: not available. Last patient's status: not available. Operating time not extended

Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one reload. Visual examination of the reload noted that it was pre-fired and engaged in interlock with the jaws open. Functionally, the reload was loaded into a pmv representative instrument (powered handle) for functional testing. The reload loaded, unloaded, rotated, articulated, and opened and closed properly without difficulty. The interlock was overridden and the reload was then applied to test media, and found to function properly. All staples were placed and test media was cleanly transected. Functional testing confirmed the safety interlock feature successfully prevented the reload from cycling again. A review of the appropriate device history record indicates this device lot number was released meeting all quality specifications. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.